Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter occupation: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 4th complaint for lot # 8324772 for this type of defect or symptom. Previous complaints (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that 3 needles 26x3/8 ib experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: material no: 305110 batch no: 8324772. Verbatim: description of issue: customer reported blockages in needle after removing needle from air removal step. Number of occurrences: 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 8324772 (from pouch). For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: examples: distributor explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Distributor to send replacement cartridges to replace needles. Yes. Does customer authorize bd to contact customer to obtain sample(s)? No.